Event description:
On 10th january 2023, getinge became aware of an issue with one of table tops ¿ 115030b0 - modular universal table top. As it was stated, during a specific step of the procedure, namely metal removal from thoracic vertebrae, an unintended movement of upper back plate of the table top occurred. There was no injury reported. As an effect of the situation occurrence, the surgery was cancelled and since it did happen on the already anesthetized patient, it has been considered as a delay in treatment. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement during spinal surgery leading to prolonged anesthesia time, was to reoccur. The surgery was completed successfully on the following day.

Manufacturer narrative:
Getinge became aware of an issue with one of table tops ¿ 115030b0 - modular universal table top. As it was stated, during metal removal from thoracic vertebrae, an unintended movement of upper back plate occurred. There was no injury reported. As an effect of the situation occurrence, the surgery was cancelled and since it did happen on the already anesthetized patient, it has been considered as a delay in treatment. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement during spinal surgery leading to prolonged anesthesia time, was to reoccur. The surgery was completed successfully on the following day. The affected getinge device has been evaluated by the company¿s service technician. The technician has confirmed the malfunction of table top¿s eccentric lever mechanism. The technician has replaced the following parts: two toothed disc, two eccentric bolts, two filling pieces, two compression springs, two rubber buffers, two plate washers and three eccentric levers. After the repair, the device was tested and released to usage. In the report added to the complaint the technician pointed that the parts were worn. The table top was manufactured in january 2009 and was in use for nearly 14 years. In the IFU (IFU 1150.30 en 18, page 81) it is written that in order to ensure the correct functionality of the back segment plate washers, rubber buffers, toothed discs and compression springs shall be replaced every four years. In the maintenance manual (tw 1150.30xx en03, page 4) it is written that locking force of the eccentric levers should be checked and worn-out parts should be replaced. According to the information provided by the area service manager, the plate washer (part number 50061934) and rubber buffer d17,5/30x7 sh95 (part number 90302784) are included in the maintenance contract, but were never replaced. Based on all available information we assume that the root cause for the eccentric lever mechanism failure, which led the unintended motion of the upper back plate and resulted in prolonged anesthesia time for the patient was most likely related to the service ¿ business issue. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As malfunction of the eccentric lever locking mechanism was found, it was considered that the getinge device was not up to the specification. Comparing the number of affected devices to the number of the devices placed on the market we can conclude the failure ratio is 0,02% and the issue occurrence is not significant. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, h4 device manufacture date, h6 health effect ¿ impact codes fields deems required. This is based on the internal evaluation and additional information that has been received. Previous b5 describe event or problem: on 10th january 2023 getinge became aware of an issue with one of table tops ¿ 115030b0 - modular universal table top. As it was stated, during metal removal from thoracic vertebrae, an unintended movement of upper backplate occurred. Further details regarding direction and degree of the movement were requested, however, the information had not been received by the time of reporting. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely unintended movement during spinal surgery, was to reoccur. Corrected b5 describe event or problem: on 10th january 2023 getinge became aware of an issue with one of table tops ¿ 115030b0 - modular universal table top. As it was stated, during a specific step of the procedure, namely metal removal from thoracic vertebrae, an unintended movement of upper back plate of the table top occurred. There was no injury reported. As an effect of the situation occurrence, the surgery was cancelled and since it did happen on the already anesthetized patient, it has been considered as a delay in treatment. We decided to report the issue based on the potential for serious injury if the situation, namely unintended movement during spinal surgery leading to prolonged anesthesia time, was to reoccur. The surgery was completed successfully on the following day. Previous h4 device manufacture date: 02/01/2009; corrected h4 device manufacture date: 01/13/2009. Previous h6 health effect ¿ impact codes: no health consequences or impact///2199. Corrected h6 health effect ¿ impact codes: surgical intervention/surgical procedure delayed//4633.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of table tops ¿ 115030b0 - modular universal table top. As it was stated, during metal removal from thoracic vertebrae, an unintended movement of upper backplate occurred. Further details regarding direction and degree of the movement were requested, however, the information had not been received by the time of reporting. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely unintended movement during spinal surgery, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.